Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: strip issue. (B)(4).

Event description:
Consumer reported complaint for hi blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with tests results from results obtained of hi. The customer's expected fasting blood glucose test result range is 130 to 150mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 03/15/2018 and open vial date is within the month of february 2017. The meter memory was reviewed for previous test result history (B)(6). The customer daughter is calling on behalf of the customer due to the customer has received the result hi; informed the customer that hi means that the result is over 600 mg/dl. The customer stated that she is not experiencing any symptoms of high blood sugar and does not need to seek any medical attention. The customer stated that she has not taken her medication today and is taking steroids. The customer has not made any recent changes in her diet, exercise regimen, and/or medication related to her diabetes. The customer is testing three times a day (fasting) and is taking medication to control her diabetes (insulin). The customer is storing the meter and test strips in the kitchen; informed the customer of the proper storage that is recommended by the manufacturer.